Event description:
Related manufacturer reference number: 2017865-2022-00019. It was reported that the patient presented in clinic. Upon interrogation, the right atrial and right ventricular leads exhibited noise oversensing that led to pacing inhibition. Programming changes were performed. The physician alleged that both leads exhibited clavicular crush. The physician explanted and replaced both leads. The patient was in stable condition.

Manufacturer narrative:
The reported event of clavicle crush was not confirmed but oversensing noise was confirmed. As received, a complete lead was returned in two pieces for analysis. Visual inspection found an external insulation abrasion breaching the outer insulation at 39.8 cm to 40.0 cm from the distal tip consistent with friction to device can. The cause of oversensing noise was due to the exposure of the outer coil at the abraded location. Electrical testing and x-ray examination did not find any indication of conductor fractures. All other damages were consistent with procedural damage.